Manufacturer narrative:
As reported in a research article, 293 consecutive patients underwent percutaneous patent foramen ovale closure after a cryptogenic stroke between january 2001 and january 2020; the amplatzer pfo occluder device was used for percutaneous pfo closure in 77% of the patients. One event of device embolization was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, " impact on daily clinical practice of the latest evidence on percutaneous closure of patent foramen ovale after cryptogenic stroke: a single-center experience", was reviewed. This research article is a retrospective single center experience to determine the impact on the real-life clinical management of patients with patent foramen ovale (pfo) who suffer a cryptogenic stroke (cs). Amplatzer pfo occluder was associated with the study. The article concluded that the benefit of percutaneous pfo closure after a cs appears to have had a major impact on clinical practice, reducing the percentage of inappropriate indications and increasing the frequency of this procedure in patients with complex anatomy, despite a clinical profile suggesting a lower causality. The primary and corresponding author of the article is lucia carnero montoro, cardiology service, reina sofa university hospital, avenue menendez pidal s/n, 14004 cordoba, spain with the corresponding email: lucarmontoro@gmail.com.